Manufacturer narrative:
The initial reporter did not provide enough information to determine the specific type of device involved. No procode is available at this time. Title hemodialysis tunneled-cuffed catheter related atrial thrombus complicated with asymptomatic pulmonary emboli. Source the journal of vascular access. 2018, vol. 19(2) 197¿198. Date of publication: 01 nov 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a (B)(6) year old female was implanted with a tunneled cuffed catheter for hemodialysis vascular access due to end-stage renal disease related to iga nephritis. Approximately one month post implant, a routine transthoracic echocardiography was done and confirmed a catheter-related right atrial thrombus. The patient was admitted to the hospital and interventions were done to address the catheter-related right atrial thrombus. It was also stated that the patient underwent a computed tomography pulmonary angiogram and bilateral minor pulmonary emboli were identified. The patient had additional interventions and the catheter was removed without incident. On review of computed tomography pulmonary angiogram, it showed complete dissolution of the pulmonary emboli and transthoracic echocardiography revealed the further shrinking of the atrial thrombus. At one-month follow-up, the atrial thrombus had completely disappeared and the anticoagulation was terminated.